Event description:
Procedure: gynecology. According to the reporter: after procedure the doctor confirmed the tip part of the outer cannula had melted. No patient harm.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).